Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon inadvertently, cut the tape with the sheath still intact below the incision point. The surgeon tried to retrieve the sheath from the incision point, however, the plastic sheath had worked itself upwards and was not retrievable. The tape was removed but, the plastic sheath remained in the patient. Another device was placed successfully. No additional dissection was required.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.